Event description:
It was reported that the patient experienced sustained hyperglycemia while using the ilet, with a highest blood glucose over 401 and readings above 180 for several hours after a larger-than-usual celebratory meal on the first day of pump use; the device displayed a 401 alert and delivered corrections as designed, and education was provided to announce meals based on carbohydrates on the plate. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued monitoring at home. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed that hyperglycemia was associated with increased meal intake and first-day pump use, with the device providing correction dosing and trending glucose downward. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.